Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired and infection at the ipg pocket site. The site was drained and the device was explanted. The patient was given oral antibiotics. There are no further reports of complications.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found. Based on the investigation performed, it is likely that the infection is not device related.